Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years later, the patient had a previous computerized tomography scan was showing migration of the filter and, per patient, perforation of the vein lumen. After eight months, the patient presented with abdominal pain with inferior vena cava filter complication. A computerized tomography-abdomen/pelvis contrast showed that the infra renal inferior vena cava filter has its apex angulated medially and several struts were outside of the inferior vena cava wall. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava, struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.